Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. The device history record review could not be performed because the lot number was not known and no information was found in the sap system for this patient.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. After receiving a cycler alarm, the pd nurse discontinued the patient's treatment and discovered fluid leaking from the cassette. The set was not made available for evaluation. During follow-up the patient's pd nurse reported that the patient's effluent has remained clear and the patient has no infections. He was given prophylactic antibiotics.